Event description:
It was reported the patient presented in clinic for follow-up with diaphragm stimulation. Upon interrogation, it was noted the right ventricular lead exhibited loss of capture. The right ventricular lead was explanted and replaced. The patient was in stable condition.